Event description:
The physician was slowly inflating the evercross balloon in the basilic vein. The evercross balloon was brought past rated burst pressure on the first inflation, causing the balloon tip to crack off. The physician chose not to retrieve the object after evaluation.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Hospital retained the device.